Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 126 mg/dl. Troubleshooting was performed. The customer stated that they did not receive the second series of beeps and numbers did not appear on the display. The customer was advised that the device needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.